Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h11: investigation summary: the complaint (B)(4) has been evaluated. The lot 6001806 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) guideline for test of reference. Samples version 11 for the code incorrect insertion of the soft cannula. Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with wi version 41 test on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according towi version 41 test on reference samples, 10 samples out 10 samples passed the test. Batch review the lot 6001806 was manufactured according to the document version 105 on the packing process in the line l, on 12/jun/2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient noticed partially inserted cannula events on 26-may-2024. The event occurred within three hours of insertion. The infusion set was inserted in abdomen. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.